Event description:
It was reported that occlusion alarms occurred. There was no adverse impact to the customer¿s blood glucose level. System check was performed by tandem technical support and no issues were identified. Reportedly, the customer was using insulin pins to fill their cartridge. Tandem technical support educated the customer that using insulin pins to fill their cartridge is off label per the tandem user guide. Customer changed pump supplies to address the issue.